Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that when the delivery system was removed from the packaging a 65 degree bend was noted in the middle of the delivery system. The physician decided to flush the device and found a break in the clear plastic tubing. The heparinized saline solution was running back instead of flushing through the graft cover. The outer packaging and sterile pouch appeared intact. Another device was used to complete the case. No clinical sequelae were reported and the patient is fine. The delivery system was not inserted into the patient and it was returned for evaluation. The packaging carton was free of any damage and intact. The device was clean. The stent graft was still loaded in place. There was a kink on sheath at 17 cm (1cm below bond); otherwise, the device was unremarkable. During evaluation, the guidewire flushed fine without any leak. Evaluation of the device confirmed there was no break on the sheath but there was a kink. The cause of the kink could not be determined and most possibly caused by shipping or handling.

Manufacturer narrative:
(B)(4).